Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received my medtronic indicated that the customer experienced high blood glucose of 400 mg/dl. . Customer also mentioned that they had loss of communication between insulin pump and transmitter & had received senor updating/sensor glucose not available alert. Customer declined high blood glucose trouble shoot and was treated with insulin pen. The auto mode future of the insulin pump was active at the time of high blood glucose. No further patient complications were reported. The insulin pump will not be returned for analysis.